Event description:
It was reported that there was discomfort, pain, and burning sensation at the pocket location. No action was taken but a doctor was going to evaluate for pocket revision. No diagnostic testing or troubleshooting was required. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).